Manufacturer narrative:
The meter involved with this complaint has been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a battery with low voltage. After pa replaced the battery, the meter functioned properly. A device history record (DHR) was attempted for this meter lot; however, testing could not be completed since the meter is over 10 years old and the destruction of meter dhrs over 10 years old are permissible. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter was not powering on when she was attempt to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 3:00pm, the patient alleged the issue first occurred. The patient reported taking oral medications with diet or exercise to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported "right after" the alleged issue occurred; she developed symptoms of being "sweaty." The patient denied receiving any medical treatment in response to the alleged issue. At the time of troubleshooting, the cca documented that the patient was using the correct test strips and there was no misuse of the device. The cca noted the subject meter needed to be replaced per recommended guidelines/ battery usage. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.